Manufacturer narrative:
(B)(4) "light headed and mood swings".

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that he onetouch ping meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 11 p.m., on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy and she denied making any changes to her usual diabetes management regimen as a result of the alleged issue. The patient reported that she developed symptoms of ¿headache, lightheaded and mood swings¿ a few hours after the alleged issue began. The patient advised that her blood glucose was tested on another device (unknown brand), that she obtained readings of ¿350 and 425 mg/dl¿ and subsequently self-treated her symptoms with insulin (unspecified type or dose). At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no apparent misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual. The meter did however, turn on when the power button was pressed. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.